Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was not working properly. Imaging determined that the device did not have the adequate amount of fluid. The patient underwent surgery and a hole in the cuff was identified. All components were removed and replaced. There were no patient complications.